Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the mentioned device broke. A replacement was available.

Manufacturer narrative:
Evaluation summary: the reported event that ¿the device has been broken¿ could be confirmed. Out of the complete cannulated screwdriver blade system consisting of the inner, outer blade and coupling component only the inner blade was returned for investigation. The visual investigation of the inner blade revealed that a part of the hexagon is broken off at the tip area but not returned. The fracture surface shows the appearance of a forced rupture. Furthermore it was determined that the hexagon edge of the remaining flank shows plastic deformations in turn in and turn out direction which could point to torsional overload during application. Moreover a secondary crack at the remaining hexagon part is visible. Based on the investigation the root cause of the reported event was attributed to a user related handling issue. The determined breakage and the secondary crack of the inner blade at the hexagon tip have been caused by torsional overload during application. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no corrective and/or preventive action is deemed necessary at this time.

Event description:
It was reported that the mentioned device broke. A replacement was available.